Event description:
Reporter alleged obtaining a discrepant blood glucose result of 70 mg/dl back to back with a result of 300-399 mg/dl when testing was performed less than 10 minutes apart on the voicemate advantage system. Reporter did indicate he was experiencing some hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.